Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# serial# (B)(6), implanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). When the hcp was asked to clarify the statement, "they had x-ray pelvis to verify lead placement". The hcp stated that it was unknown if the patient had any lead migration since the patient has not completed test as of now. It was scheduled for follow up on (B)(6) 2025. When asked about the steps taken to resolve the issue, the hcp stated that there was no change since last inquiry since the patient has not completed the x-ray or seen them in clinic. The issue was not yet resolved.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: (B)(6) serial#, implanted: on (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot#: (B)(6), ubd: 28-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they don't even know if they were hooked up anymore. The patient was redirected to their healthcare provider (hcp) to further address the issue. They believe they're scheduled to follow-up with hcp on (B)(6). Additional information was received from the health care professional (hcp). When the hcp was asked to clarify the statement that "they don't even know if they were hooked up anymore", the hcp stated that the patient had a fall. They had efficacy but there was no sensation of device prior to the fall. This was not caused by the normal battery depletion. It was unknown about the cause of the patient saying they don't even know if they were hooked up anymore. The imaging was pending. The most likely cause of the event was due to the patient's fall coupled with lack of "bicycle seat" sensation since implant and patient anxiety. When asked about the steps taken to resolve the issue, the hcp stated that they had x-ray pelvis to verify lead placement. The issue was not yet resolved.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). When the hcp was asked to clarify the statement, "they had x-ray pelvis to verify lead placement", the hcp confirmed that there was no lead migration. When asked about the steps taken to resolve the migration, the hcp stated that there was no lead migration.